Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown. Due to the bg level the customer experienced a seizure. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.